Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an upright vertical stereotactic procedure, the encor driver would not stop sampling after the user removed their foot off the encor foot pedal. The encor enspire needed to be switched off to stop the driver from sampling. After the enspire was switched back on, error code 1005 (driver button or contact stuck during initialization) was displayed. The enspire was switched off before removing the needle from the patient. There was patient involvement with no injury. It was identified that the encor enspire , the encor foot pedal and the encor driver were used together as a system during this event.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected, and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor driver serial number was received at the bard medical south africa. The encor driver was visually inspected and was found not to be damaged with all hardware present. All edac pins intact. Free of dirt, debris or contaminants. Additionally found that device failed on initialization due to motor 2 is faulty as well as found that motor 2, 12mm planetary gearhead has a low voltage value. The device was unable to test due to failure to initialize caused by faulty motor 2. Error 1005 was displayed. Therefore, the investigation is determined to be inconclusive for the reported unintended movement issue, and the investigation is determined to be confirmed for the reported error code 1005 was displayed as driver button or contact stuck during initialization, and the investigation is determined to be confirmed for the identified initialization failed issue. The root cause reported unintended movement issue cannot be determined as the device could not be tested for reported unintended movement issue. The root cause reported failure to read input signal was determined to be due to motor 2 is faulty as well as found that motor 2, 12mm planetary gearhead has a low voltage value identified during evaluation. The root cause for identified initialization failed issue was determined to be due to motor 2 is faulty as well as found that motor 2, 12mm planetary gearhead has a low voltage value identified during evaluation. Labeling review: the labelling/packaging review was not required as the reported event is not associated with a labelling, packaging, or use related issue. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a biopsy procedure by using the encor enspire. It was reported that during an upright vertical stereotactic procedure, the encor driver would not stop sampling after the user removed their foot off the encor foot pedal. The encor enspire needed to be switched off to stop the driver from sampling. After the enspire was switched back on, error code 1005 (driver button or contact stuck during initialization) was displayed. The enspire was switched off before removing the needle from the patient. There was patient involvement with no injury. It was identified that the encor enspire , the encor foot pedal and the encor driver were used together as a system during this event.